Event description:
The iabp pump - datascope chronically read gas leak. Hours later 4 pm to 10 pm balloon deflated, would not fill no matter what (changed pump, changed helium tank). Down time for balloon 2 hours 20 mins. Attending cardiologist removed pump at bedside. Pt ultimately became unstable requiring drips and meds.